Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter would not power on. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient stated the alleged power issue began ¿between (B)(6)¿. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported, seven days after the alleged issue occurred, she developed symptoms of ¿dizziness, thirst, high sugar level¿. At an unspecified date/time, the patient mentioned she went into her doctor¿s office for a visit. The patient was treated by her health care professional (hcp); however, she could not recall the type of treatment she received. At the time of troubleshooting, the cca documented there was misuse of the product. The patient reportedly dropped her meter in clorox. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.